Event description:
It was reported the that the subject device the accessories cannot pass the device tube smoothly. The issue occurred at preparation for use for an unspecified procedure and it was completed with the same device. There were no reports of patient harm and delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the reported malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.